Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and seizures. The husband of the patient administered a total of 0.5 units of insulin two times. Once at the hospital the patients pod was removed and the patient was given levetiracetam. The patient was released from the hospital after 2 days. The patient was prescribed levetiracetam (2000 mg) to be taken 2 times daily. The pod will not be returned as it has been disposed of.